Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an atrial fibrillation ablation procedure. The sutures of the first prostyle were successfully pre-placed. Reportedly, when an attempt was made with a second prostyle device, the suture didn't capture the vessel and came out with the device. The sutures of a new prostyle device were successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved post procedure with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.